Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The reporter alleges blower fan inside the unit has disintegrated and there are plastic chunks throughout the unit. The device was returned and according to the evaluation report a chemical or cleaner was introduced to the blower area and over time attacked and degraded the plastic housing until it crack. There was no allegation of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.